Event description:
Complainant alleged that the medics where attempting to monitor a pt, but the device displayed an "ECG too small" error message. The medic reported that approximately one minute later the device analyzed the pt's heart rhythm. The complainant that there was no adverse effect on the pt as a result of the reported malfunction.